Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump and pump battery felt hot to touch the night earlier. The pt denied that the pump lost power or that she sustained any burns. She also denied receiving medical attention or experiencing blood glucose (bg) excursions. The pump's alarm history showed a low battery at 10:30 pm. A replace battery alarm was noted at 11:07 pm on (B)(6) 2011. No corrosion was noted in the battery compartment. The battery cap also reportedly fit securely. The battery compartment was intact. The pt was advised to come off the pump and to implement a backup plan for insulin delivery. Based on the info provided, this complaint is being reported due to the following conclusion: the pt alleged that the pump overheated. There is no evidence; however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury because of the reported issue.